Event description:
It was reported to national medical products administration(nmpa) that the on (B)(6) 2022 that ¿the patient, male, (B)(6) , underwent surgery on (B)(6) 2022. When the nurse monitored his vital signs with the patient monitor, the blood pressure could not be monitored. After finding the problem, the patient monitor was replaced immediately. The equipment returned to normal after the cuff was replaced by the equipment department of the hospital. No personal injury. The hospital did not know whether the faulty part was a philips product¿. The nmpa ae report number is (B)(4).the device was in clinical use at the time the issue was discovered. The customer reported this as serious injury in nmpa system. However, there was no injury reported.

Manufacturer narrative:
The device was evaluated by the customer. It was confirmed the reported issues was cause by the cuff faulty. The device has been returned to normal after the customer replaced the cuff. No additional information was available to further aid with the complaint device resolution. No subsequent calls have been logged for this device/issue.